Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3998, lot# la4613, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the device was turned on and the patient felt more jerks in the hand and was instructed to decrease stimulation. Additional information was requested but was not available as of the date of this report.